Event description:
It was reported by service report that the fowler was not working. It was reported that it was not known if there was a pt involved. No adverse consequences have been reported as a result of this issue.